Event description:
Information received indicates the head function moved down unintentionally.

Manufacturer narrative:
The technician found the switch in the left siderail switch package was broken. The technician replaced the switch package to repair the bed.